Event description:
Customer reports that insulin pump was dropped and had not been the same. Customer states that information did not transfer to pump and that alert beeped differently. Customer states that insulin pump received a crack on corner of screen display. Customer's blood glucose was 162 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had normal operating currents. No damage was noted to the isolation tape. No audio anomalies were noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches to the display window and a scratched reservoir tube window.